Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a coronary artery bypass surgery with endoscopic vein harvest while they used the clip applier to clip the side of the cut end of the greater saphenous vein, the clips did not hold and fell off causing the vein to bleed profusely. The vessel was clamped with a hemostat and vessel was tied off using a stick tie.